Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during extraction of a previously capped lead, the atrial lead became dislodged. As a result, the lead sensing was "sub-optimal" and lead was replaced. No patient complications were reported as a result of this event.